Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the pump was turned off. The patient did not remember turning it off and thought that it must have happened overnight. The pump would not turn back on when the power button was pressed, so the patient opened and closed the battery flap and turned the pump on again; however, an error message appeared. The medication cartridge still had medication in it (45.1ml) and the pump had 20 hours and 28 minutes of run time left. The pump was replaced and the new pump was programmed to deliver the remainder of the medication. Per the reporter, there was no patient harm.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.